Event description:
The pulsar-18 peripheral self-expandable stent system was selected for treatment of a moderately calcified lesion (75 percent stenosis degree) in the moderately tortuous part of the ostial femoral artery. The stent could not be released in the lesion. Another pulsar-18 was used to finish the procedure.

Event description:
The pulsar-18 peripheral self-expandable stent system was selected for treatment of a moderately calcified lesion (75 percent stenosis degree) in the moderately tortuous part of the ostial femoral artery. The stent could not be released in the lesion. Another pulsar-18 was used to finish the procedure.

Manufacturer narrative:
Neither the complaint device nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation for the product detailed above confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations, no material or manufacturing related root cause could be identified.